Event description:
No additional information it was reported by customer that the filter came apart during infusion.

Manufacturer narrative:
The customer reported separation at the filter, and returned one photo of the incident. The sample was not able to be returned, but the photo does verify the separation. The manufacturing site conducted additional investigation on the issue. Without the physical sample, a root cause was unable to be determined. No corrective or preventive actions were taken for this complaint since the root cause could not be determined. We will continue to monitor related complaints to take the necessary actions to address this failure mode. Device history record review for model 10013902 lot number 24049272 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing set was separated the following information was received by the initial reporter with the following verbatim: it was reported by customer that the filter came apart during infusion.